Event description:
The patient reported the display on his insulin infusion device gets dark and is hard to read, whenever it is warm outside. He stated, the device has not been dropped or exposed to water. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.